Manufacturer narrative:
B3: the exact date of event is unknown (it is not reported when the complication was first observed). Therefore, the implant date is used as date of event. H3 other code, and h6: information regarding this incident was provided to gore through a post-market clinical follow-up (pmcf) survey. Gore has requested information on the complainant, device identification, event date, details on the event and re-operation, relationship between the incident to the gore device as well as other patient related data from the pmcf survey team. The pmcf survey team informed gore that the complainant do not wish to provide any additional information. Review of the manufacturing records could not be performed as a valid lot number was not provided. The location of the device is unknown as it was not reported if the device was explanted during the re-operation. Therefore, a device evaluation could not be performed. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore through a post-market clinical follow-up (pmcf) survey (part of a quantitative market research study) that a 45 mm gore® seamguard® bioabsorbable staple line reinforcement was used in the pancreas for reinforcement of staple lines in a surgical procedure in which soft-tissue transection or resection with staple line reinforcement is needed. Reportedly, a linear endoscopic stapler was used. The following complication experienced while using the device was reported: blood loss due to poor sealing. Due to the bleeding, the patient reportedly required a reoperation. No additional information was provided.